Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused nasal/throat soreness and asthma. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused nasal/throat soreness and asthma. The patient did not report receiving any medical intervention. In the initial report was not updated, the correct should be- the patient has alleged asthma, nasal/throat soreness. The patient did not report receiving any medical intervention. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of device and humidifier were completed by the manufacturer and found evidence of foam adhering to the bottom of the blower box, hair and dust-like contamination throughout the enclosure of the humidifier, liquid ingress in the blower box, hair and dust-like contamination in the blower box, iso port and throughout the airpath, hair and dust like contamination on the pca, mineral deposits in water tank and in the tubing connector elbow, liquid ingress in the humidifier chamber, dust and fibrous contamination on the drybox and drybox seal and the iso port seal. The manufacturer found evidence of sound abatement foam degradation. The manufacturer confirmed that the heater plates heat. The device's downloaded event log was reviewed by the manufacturer and found seven instances of e-65 and e-55, followed by 14 instances of e-66, and 1 instance of e-120 on the error log. The manufacturer concludes the contaminates found were consistent with foam adhering to the bottom of the blower box, liquid ingress in the blower box, mineral deposits in water tank and in the tubing connector elbow, liquid ingress in the humidifier chamber, dust and fibrous contamination on the drybox and drybox seal and the iso port seal and hair and dust-like contamination throughout the enclosure of the humidifier, hair and dust-like contamination in the blower box, iso port and throughout the airpath, hair and dust like contamination on the pca were inconsistent with the sound abatement foam. The manufacturer confirmed there was evidence of sound abatement foam degradation.